Manufacturer narrative:
The pipeline flex has not been returned for evaluation as it remains implanted; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-425-25. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex migration after placement. The patient had undergone placement of the pipeline flex with shield without any issues noted. The device was placed in the treatment of a left internal carotid artery (cervical), unruptured, saccular aneurysm. The distal landing zone was 4mm and the proximal was 4.3mm. The vessel anatomy was minimal in tortuosity. The devices were prepared and used per the instructions for use (IFU). Full wall apposition was achieved. Four months post-procedure, it was reported that follow-up imaging identified "proximal end migration /twisting" of the device.